Event description:
It was reported that when using the bd pyxis¿ es server was not receiving orders. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that server was not receiving the orders. A technical support specialist (tss) dialed into the server and validated that the orders were crossing and no errors in the logs. The tss identified that a power surge occurred and that cause the system to reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not receiving orders. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.